Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to the regional service center for inspection and the customer complaint was not reproduced but. In addition, the following reportable malfunction was identified during the device evaluation: the universal cord has a slight scratch, the light guide bundle was interrupted and weakened slightly at the insertion part. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer¿s allegation, since the image becomes blurred, indistinct or noisy is cause not problem detected. And for the newly identified malfunction mentioned above, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device presented image blurred, indistinct or noisy. The event occurred in a non-clinical setting - service/ maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.